Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that drug leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter during infusion. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture:yes.

Event description:
It was reported that drug leaked from the bd insyte autoguard bc shielded IV catheter during infusion. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
DHR review disclosed no indication of the alleged defect as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge, set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test were performed per specifications. Received one 22ga iag bc catheter-adapter assembly connected to a miscellaneous stopcock. Visual/microscopic examination: the unit revealed traces of blood throughout. The male luer connector on the stopcock revealed traces of blood. Slight damage was observed on the inside of the adapter. Water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapters and performed the leak test. Leakage was observed at the connection of the female luer adapter and the slip luer test fixture. Conclusion(s): the damage within the inner rim of the adapter that was observed in this incident investigation is manufacturing related and could be a potential for an unsecure/unsuccessful connection that could result in an open path where air could be introduced or leakage could occur in the clinical setting. (B)(4) has been initiated to investigate this type incident and identify the root cause.

Event description:
It was reported that drug leaked from the bd insyte autoguard bc shielded IV catheter during infusion. There was no report of exposure, injury, or medical intervention noted.